Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.